Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate on the same instrument, and resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a leak under the base pump. The fse repaired the leaking base pump and the acid pump piston, which had signs of oxidation. The cause of the discordant, falsely elevated troponin result was a malfunction of the base pump. The instrument is performing according to specifications. No further evaluation of this device is required.